Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and a hazy bag. The patient made a mistake and caused a touch contamination, further described as the patient touching the opening of the catheter when they thought it had already been capped which is what led to the reported event. The patient was hospitalized for the peritonitis. The treatment was started and consisted of ancef (dose, frequency and route not reported). Three days later, that treatment was discontinued, the patient was discharged from the hospital and was started on ancef (1.5gm, intraperitoneally (ip), daily). The treatment with the ip ancef was ongoing and the patient was recovering from the peritonitis. The patient was retrained in aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.